Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set leakage from site/pipe/kanyla on (B)(6) 2024. Infusion set has been used for less than a day. No further information available.